Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that fluid was in the pump pocket. The onset of the event was indicated as unknown. They aspirated 20 to 30 ml of fluid out of the pocket. Regarding factors that may have led or contributed to the issue, normal patient environment was indicated. Further actions taken included an exchange of the pump and the catheter. It was unknown if the issue was resolved as of 2025-may-27. The pump is to be returned to the manufacturer. The patient's gender, medical history, and age at the time of the event was unknown or would not be made available. The patient was without injury regarding their status as of 2025-may-27. Additional information was received from a foreign healthcare provider via a company representative on 2025-jun-02. The date of pump implant was unknown. The serial/lot number of the catheter was unknown. There was a suspected issue with the connector regarding liquid found in the connector area. The physician believed that the fluid came out of the connector. The fluid was aspirated but not analyzed. The event / fluid in the pocket had been resolved. The pump and catheter were to be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (for, hcp) via a manufacturer representative (rep) indicated that they had the following phenomenon: a synchromed 2 pump (40 ml only morphine) that was running stably until a good 3 months ago suddenly caused problems. It was literally filled, but after a good 10 days of running time, a liquid cushion always formed in the pump bed. So, the hcp always subtracted between 20-30 ml of yellowish liquid (most likely morphine) when refilling . Today, the pump was overhauled. Fluid leaked from the insertion nozzle to the draining catheter, although the attachment nozzle appeared to be seated correctly. On the cone, they could remove a black fabric (looked a little like mold in the bathroom). The hcp replaced the pump and also removed the attachment and reconnected it with a revision piece. The hcp has preserved the pump and the attachment in case it was to be sent in. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was reported that the product was defective. After six months, after about 10 days of running, a liquid cushion repeatedly formed in the pump bed. Between 20-30 ml of liquid was then always withdrawn when refilling. In (B)(6) 2025, the defective product was replaced as part of an outpatient operation at a health care facility. The surgical report on (B)(6) 2025 indicated that the start of surgery was 08:13 and the end of surgery was 08:20. The surgical diagnosis was chronic uncontrollable pain. The operation was replacement of synchromed 2 pump 40 ml. The indication was due to chronic pain. The patient was provided with an intrathecal pain-killer pump and this had now reached end of life (eol) and must be replaced. The surgical report on (B)(6) 2025 indicated that the start of the surgery was 08:14 and the end of surgery was 08:28. The surgical diagnosis was chronic pain that could not be influenced and unspecified complication due to internal prosthesis, implant or graft. The operation was revision and replacement of the synchromed pump in case of malfunction. The indication was due to chronic pain, the patient had been treated with an intrathecal pump for many years. The synchromed 2 pump (40 ml only morphine), which was running stably until a good 6 months ago, suddenly caused problems. It was literally filled, but after a good 10 days of running time, a liquid cushion always formed in the pump bed. So, when refilling, between 20-30 ml of yellowish liquid (most likely morphine) was always withdrawn. The course of the surgery involved trouble-free intubation anesthesia. The patient was positioned supine, sterile washed and covered. About an 8 cm long incision was made. The existing scar was used. The presentation of the pump and free preparation of the same. A yellowish water-like liquid poured out. The pump was dried. Fluid leaked at the insertion around the draining catheter, even though the cone was stuck. A black crumbly tissue at the base and cone was noticeable. It was decided to implant a new system. For this reason, the catheter insertion was also removed. The pump was luxated out of the pocket and separated from the catheter. Now the previously programmed, emptied and drug-filled new pump was connected to a revision catheter set, which was then connected to the draining catheter by a small metal connector. The layered wound was closed and plaster bandage applied. The final count check of compresses, swabs, abdominal cloths, needles and instruments did not reveal any abnormalities. Afterwards, the pump was re-programmed halving the known flow. The removed pump and catheter attachment were preserved and handed over to medtronic.

Event description:
The pump and catheter (model 8780) were returned to the manufacturer.

Manufacturer narrative:
H3: the pump and catheter were received; however, analysis has not yet been completed. As per the pump's log, the pump administered morphine with concentration 20.0 mg/ml at a dose rate of 19.013 mg/day as of (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 correction: recall and notification were selected and correction number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The catheter serial number was unknown. The devices were being returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown. Explanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: neu_unknown_cath: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.